Event description:
A us distributor reported that a monitor displayed a service code 102, dl 176, trouble with download, and discharge profile faults.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault, service code 102, dl 176, and trouble with download) was isolated to a defective q2 component. The root cause for the defective q2 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.